Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported overheating and subsequent delay remain unknown.

Event description:
During an atrioventricular nodal reentrant (avnrt) procedure, error messages appeared when attempting to ablate which delayed the procedure. An error message was noted stating: ¿unable to deliver requested power consult IFU¿ and ¿power exceeded maximum limit¿. The catheter was getting hot; the generator and remote were power cycled and turned the power up from 2 sec to auto. The user was then able to ablate but kept getting limited power due to temperature. The maximum temperature was increased and so was irrigation. However, power limiting still occurred. The pump sounded normal as it went to high flow. While pump sounds increased with high flow, the catheter appeared to be not irrigating correctly. Another catheter was used which had the same issue. The physician thought maybe the tactiflex looks like that when irrigating as he is used to tacticath, so he proceeded to ablate and power limiting continued. The case was finished and the avnrt was ablated successfully. There was an overall delay of 1-2 hours due to trouble shooting. A leak wasn¿t visible in the tubing at that time. The rep will test new tubing and the pump. The issue seems to be inadequate irrigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported overheating and subsequent delay remain unknown.

Event description:
During an atrioventricular nodal reentrant (avnrt) procedure, error messages appeared when attempting to ablate which delayed the procedure. An error message was noted stating: ¿unable to deliver requested power consult IFU¿ and ¿power exceeded maximum limit¿. The catheter was getting hot; the generator and remote were power cycled and turned the power up from 2 sec to auto. The user was then able to ablate but kept getting limited power due to temperature. The maximum temperature was increased and so was irrigation. However, power limiting still occurred. The pump sounded normal as it went to high flow. While pump sounds increased with high flow, the catheter appeared to be not irrigating correctly. Another catheter was used which had the same issue. The physician thought maybe the tactiflex looks like that when irrigating as he is used to tacticath, so he proceeded to ablate and power limiting continued. The case was finished and the avnrt was ablated successfully. There was an overall delay of 1-2 hours due to trouble shooting. A leak wasn¿t visible in the tubing at that time. The rep will test new tubing and the pump. The issue seems to be inadequate irrigation. The cool point pump was tested the following monday with the per catheter and new tubing the following week with no issues noted. It is alleged that the issue was due to improper connection or faulty tubing/extension tubing.